Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). Zimvie received one (1) hc343, (heal collar 3.5x4.5, 3mm) for evaluation. Visual evaluation and a functional test was performed, there was signs of use, the abutments threads were discolored. However, the abutment seated in an in-house implant without any issues. DHR review was completed for the subject lot number 2018062075. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018062075 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat the customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The healing collar seated with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of event unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available e1: reporter phone: (B)(6). H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the abutment does not seat or screw properly onto the implant. The procedure was not completed using another abutment. The patient did not suffer any negative impact on their health as a result of the event. The affected dental position is unknown. Bone type: unknown.